Event description:
It was reported that during surgery it was initially noticed that the clips seemed to be scissoring, then it was noticed that they were not fully forming on the structures, finally it was noticed they were not loading correctly. It was felt that the structures were sufficiently occluded, and the patient was closed and sent to post-op. In post-op, the patient started showing signs of potential complication and was taken back into surgery. It was found that one or more of the vascular structures had not been sufficiently occluded and the structures were then further ligated. Patient was stabilized and was sent home without further incident. Additional information was requested but no further information was provided. A supplemental report will be filed if additional information is received.

Event description:
Additional information reported that the device discarded by the user facility.

Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report. A supplemental report will be sent after the device evaluation if the device is received.